Event description:
Resident was ambulating with their aluminium/folding walker in their room. One of the legs (front right) broke/collapsed directly below the steel piece from the first cross bar about 7 inches down. At this point the walker has a small rivet-like spot that is built in that holds in place the steel placed shaft. The walker aluminium bent there, causing the resident to fall to the floor. Walker was taken out of commission. Facility supplied a new one.